Manufacturer narrative:
Device evaluation follow-up #1 submitted 05/19/2014: the device was returned to animas and evaluated by product analysis on 05/09/2014 with the following results: black box and alarm history shows persistent alarms on 03/21/2014. The pump alarmed upon start up. The reference voltage at capacitor c38 was found below specification and returned to specification after removing the capacitor.

Event description:
On (B)(6) 2014, the distributor contacted animas and alleged the pump was emitting repeated call service alarms that could not be cleared. There is no indication that the issue led to an adverse event. This complaint is being reported because the issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).